Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after device replacement on (B)(6) 2017 patient developed an infection that caused their leg to swell. Patient was discharged from the hospital but readmitted at a later date. The infection cleared and the replacement device remained implanted. No further information was reported.